Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive trouble shooting without duplicating a malfunction to the device. Review of the data file showed the device was powered off either by a button press (user generated) or a battery removal. A battery removal could be either a user generated action or the result of an intermittent connection with the battery inserted into the device. Battery connections were inspected with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.